Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3 and h6. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the reported event is traced to component failure - due to damage on circuit board of the scope connector, noise image occurs should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited noise-like distortion appeared in the image. The issue occurred during inspection for use. There were no reports of patient involvement.